Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to unknown reasons. This device remains in service. No adverse patient effects were reported. Additional information was received indicating that this rv lead was explanted for possible perforation. The physician could not confirm the lead involved due to positions in x-ray looked identical. Hence, the physician opted to explant both leads.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a product performance issue; please refer to the lead was explanted for possible perforation for more information regarding the specific circumstances of this event. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to unknown reasons. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to unknown reasons. This device remains in service. No adverse patient effects were reported. Additional information was received indicating that this rv lead was explanted for possible perforation. The physician could not confirm the lead involved due to positions in x-ray looked identical. Hence, the physician opted to explant both leads.